Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella 5.5 support. While on support, there was a slight hematoma at axillary site. Pressure dressing applied and heparin was on hold. A possible gastrointestinal bleed was noted. The patient remains on support.

Manufacturer narrative:
The investigation for the access site bleed and vascular damage has been completed. As per the clinical information provided, the doctors resumed the systematic anticoagulation very soon which led to access site bleeding. Once the anticoagulation was stopped, the bleeding was stopped as well. Therefore, the root cause of the access site bleeding issue was most likely improper anticoagulation management due to patients high act's. As per the clinical information provided mentions that the patient had a possible gastrointestinal bleeding but the information about the location and the reason of the bleeding is unknown. Therefore, the root cause of the vascular damage was unable to be determined as insufficient clinical details were provided and unknown relation to impella with gi bleed.